Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge at 150 joules in testing. There was no pt involvement. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause.

Event description:
The customer reported that the device failed to discharge at 150 joules in testing. There was no pt involvement.